Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient reported skin reaction to the sensor adhesive. She reported that approximately one of every five patches will irritate her skin and cause itching by day 6 or 7. In the past she reported that she had one severe reaction that left a small scar. She has been evaluated by her endocrinologist who recommended using flonase. No specific event dates and number of skin reactions were provided by the patient. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.